Manufacturer narrative:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a (B)(6) year-old male patient presenting with cardiomyopathy, scai shock staged. During support, purge pressures were reported in the 600s¿800s, with high purge pressure concerning for possible thrombus, though this was not confirmed. Alteplase (tpa) was used as the purge solution; this is considered off-label use. The patient proceeded to the operating room, where the impella was explanted and a heart transplant was completed. The patient is currently extubated and doing well. The high purge pressure is consistent with potential purge-line obstruction or thrombus formation and may be influenced by patient-specific factors and underlying critical illness. The thrombosis is consistent with hemocompatibility-related events in the setting of mechanical circulatory support and systemic/purge anticoagulation requirements and may be influenced by factors such as low native cardiac output and hypercoagulability.

Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "1. From what I recall, I believe the medical team decision to utilize alteplase in the purge resolved the concern. 2. No. 3. Unsure - I have copied my area manager and other acc for this account if they have additional information.".

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, thrombosis/thrombus, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Purge pressure high: the pump was not returned for investigation. Data log shows a very slow, gradual rise in purge pressure from the start of the case. The purge pressure reached above 100 mmhg and was seen to resolve after administration of alteplase as the purge solution, with a gradual resolving trend. The rise in purge pressure did not result in any purge-related alarms, and no motor current spikes were observed during the case run. The cause of the purge pressure rise issue was most likely biomaterial buildup, based on data log review and clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella 5.5 support. After encountering high purge pressure, purge pressures improved to 600s-800's. Additionally, thrombus was suspected but not confirmed. Alteplase was used as purge solution. The patient remained on support until successful explant and survived.